Event description:
Healthcare professional (hcp) reported a patient was injected with one syringe of juvéderm® ultra plus xc in the chin and jaw and injected two syringes of juvéderm voluma® xc in the cheeks. The patient was also concomitantly injected with botox®. The next day the patient experienced jaw pain. Three days later, patient went to the ER for pain and was treated with antibiotics and pain medicine. The next day the patient started experiencing swelling in the jaw and went to the ER again and was diagnosed with cellulitis. The symptoms are ongoing. This is the same event and the same patient reported under MDR ID# 3005113652-2023-00507(allergan complaint #(B)(4)). This MDR is being submitted for the suspect product, juvéderm® voluma¿ xc.

Manufacturer narrative:
Clarification to section c. Suspect product: lot number 963/2. Continued h.6. Type of investigation code: b15, b17, b20 a review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Clarification to h.6. Type of investigation code: the filler was injected into the patient and is not accessible for return. The syringe was not returned for evaluation. Further information regarding event, product, or patient details has been requested. No additional information is available at this time. The event is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. This is a known potential adverse event addressed in the product labeling.